Event description:
It was reported that, "during a case where a reprocessed 5mm trocar was used; after introducing, a fine curled piece of plastic fell out of the trocar into the abdomen." The material was retrieved it in its entirety from the surgical site. The case was completed successfully. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Event description:
It was reported that, "during a case where a reprocessed 5mm trocar was used; after introducing, a fine curled piece of plastic fell out of the trocar into the abdomen." The material was retrieved it in its entirety from the surgical site. The case was completed successfully. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The complaint was returned to stryker sustainability solutions (sss) for analysis. Inspection of the returned device revealed evidence of clinical use and biomaterial. The foreign material was returned and pictures of the material within the patients body were received. Upon close inspection of the trocar, additional material of the same type was found in the bore of the trocar with the use of a boroscope. A microscope was then used to view the trocar closely and a striation groove was found on the inside walls of the trocar cannula shaft that indicates removed material off of the walls of the trocar by another instrument scraping against it. Therefore the reported issue was confirmed due to the residual of the same type found on the inside of the trocar and abrasion along the inner-wall of the cannula. The results of the investigation substantiated the reported issue. As the device was used clinically, a conclusive root cause could not be determined, however it is possible the endoscope scraped against the wall of the trocar cannula resulting in the detected material. The instructions for use (IFU) for reprocessed endopath xcel bladeless endoscopic trocars and cannulas states: ¿become familiar with specific model of trocar and cannula prior to employing it in a surgical procedure to avoid damage to patient, to operator or to instrument." "Careful handling of instruments is necessary to avoid damage or breakage.¿ a review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all devices in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. This report was filed due to an unknown material falling into surgical site.

Manufacturer narrative:
An investigation has not been completed for this event at this time. A supplemental will be filed once the investigation is complete.